Manufacturer narrative:
The torn cannulas were not retained by the hospital and will not be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The three reported issues involve the 70cc tah-t cannula and are reported under three separate medical device reports: (1) 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00018), (2) 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00022) and (3) 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00024). The customer, a syncardia certified hospital, reported that during a driver exchange at the clinic, it was discovered that the cpc connector on the tah-t cannula had a displaced spring (MFR report # 3003761017-2019-00018). The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer also reported stiffness of the cannula (MFR report # 3003761017-2019-00024). The customer also reported that the physician had repaired two previous cannula tears (MFR report # 3003761017-2019-00022). The customer also reported that the physician replaced the connector and repaired/extended the cannula. There was no reported adverse patient impact.

Manufacturer narrative:
There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. Syncardia has a CAPA (corrective and preventive action) to address the cannula tear issue. Syncardia has completed its evaluation and is closing this file. Ce 4644 follow-up report 1.